Event description:
The customer reported to physio-control that their device failed to provide defibrillation therapy during heart surgery. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to reproduce the reported issue.the device passed functional and performance inspection and was returned to the customer. Root cause could not be determined.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer's device and was unable to reproduce the customers issue. The customer was contacted in order to provide additional information related to the complaint. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported to physio-control that their device failed to provide defibrillation therapy during heart surgery. This issue is patient related; however there was no adverse patient outcome reported.